Event description:
Add'l info rec'd from MFR 11/26/02: the abbott aware date is 09/09/02. The device was returned to abbott laboratories and testing of the device has been completed. The device was not returned and there was no lot info. MFR was not able to perform an investigation in this case. MFR was not able to establish a root cause based on the available info. A search of complaints for the recorded list number within the last twelve calendar months revealed a low incidence of reports of this nature. This report represents all the info known by the reporter upon query by abbott personnel.

Event description:
Pt presented with long history of migraines; possible vertebral artery dissection per outside mra. Diagnostic cerebral angiogram performed, using perclose to close entry site. Discharged in 8/2000 and readmitted same day for worsening headache. Discharged and presented to ed 9/2000 with c/o pain and numbness right lower extremity since procedure. Surgeons found palpable thrombus proximal to perclose stitch in 9/2000. Repaired with dacron graft.

Event description:
Add'l info received from MFR 2-4-03: the initial report submitted by abbott laboratories states in section h.10 "the device was not returned and there was no lot info. Co is not able to perform an investigation in this case. Co is not able to establish a root cause based on the available info." Abbott laboratories has no record of a return of this device to date.